Manufacturer narrative:
The device has been disposed by the customer. (B)(4).

Event description:
In the last 2 to 3 months, the physician had pericardial effusions while using thermocool sf nav uni-directional catheter during 2 (two) procedures of pulmonary vein isolation (pvi) with carto 3 system. The settings of the stockert ep-shuttle while ablation were 25 watts on anterior wall and 20 watts on posterior atrial wall. The setting of the coolflow pump was 8 millimeters/minutes flow rate.